Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and button errors. Customer's blood glucose value was unknown. The customer also reported that battery cap was stretched out and hard to put battery in and out. The device will not be returned for analysis.